Event description:
A zoll territory manager called to zoll customer support to report that, while demonstrating the lifevest to a physician, the electrode belt therapy electrode was damaged. This electrode belt was never issued to a patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged therapy electrode) was confirmed. Upon evaluation the front therapy electrode cable between ECG's "a" & "b" was damaged. Several wires were damaged within the cable insulation, causing intermittent wire connections. The root cause of the damaged cable was excessive force. No adverse event resulted from the damaged front therapy electrode cable. This belt was never issued to a patient.